Event description:
It was reported that the customer experienced high blood glucose levels and that the reservoir was occluded, triggering the insulin pump to alarm no delivery. The blood glucose reading was 600 mg/dl on the night prior to and on the morning of the call. There was no hospitalization necessary. The most recent blood glucose reading was 270 mg/dl. The customer stated that insulin did not exit the tubing during the fixed prime process nor with a manual plunger push. She reported that she did not experienced any symptoms of high blood glucose. She observed some wetness at the tubing connector, stating that there may have been a crack in the connector. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.